Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can. The external insulation abrasion was found at 13.3 cm to 13.7 cm from the connector pin. The cause of the noise was due to the external insulation abrasion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was noted with multiple noise episodes over time. The patient presented for rv lead revision due to noise. The noise was confirmed on electrograms over various days. The noise was not reproducible with isometric movements. The lead was explanted and replaced. The patient was stable.